Event description:
This homecare pt was being fed using a pump. One liter of an enteral solution was hung, and the pump was set to deliver 125 ml/hr. 100 ml were delivered in 30 mins. The rptr stated "pump not maintaining set rate of 125 ml/hr. Found to be running at more than 4x set rate. Next morning was running at set rate again, then seemed to gradually increase rate." There was no illness, injury or med intervention resulting from the event. One pt involved.

Manufacturer narrative:
Submission date of this report: 2/9/1998. Rotor is removed from shaft without pressure. Pump will be set at 100ml/hr and run for 30 mins. With ensure. Documented to verify delivery. 1hr - 100actual 100 volfed. Pump will be set at 100ml/hr with ensure and run 4 hours to check set rate / delivery and note any changes of run rate acsending or decending. Pump was tested for 4 hours at 100ml/hr. Pump delivered actual: 398 volfed: 400. No segment changes were noted on the display.